Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the segment broken, the junction case broken, the glass rod broken, the lg cable connector housing broken, the forward body frame cracked, the electrical pin connector corroded, the ethylene oxide gas valve (eog) deformed, the insertion flexible tube worn out, the distal body worn out, the distal cap gluing poor finish, and the ground wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.